Event description:
Healthcare professional reported an alleged lap-band system access port leak. Event was first noted when pt went in for an adjustment fill and complained of feeling no restriction. Healthcare professional added that saline was leaking from the tubing during one adjustments and "all the saline drained from port" during another adjustment. Port was explanted and replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2013. Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿ device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."